Manufacturer narrative:
The device was returned for analysis. The reported difficult or delayed activation and the reported stent material deformation (one or two struts seemed flared) was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed and not returned). The reported stent migration was unable to be confirmed as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the stent sheath resulting in resistance felt during deployment; thus resulting in the reported material deformation (one or two struts seemed flared and the proximal end was not fully expanded) and the reported difficult or delayed activation. Inadvertent interaction during post dilatation resulted in the reported stent migration (stent moved further in the artery). Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d4: lot number updated from 5041661 to 5090961. A cine was received and reviewed by an abbott vascular clinical specialist: there were 3 images included with this complaint. Image 1: this shows a fluoroscopic image of the two stents within the target lesion, over the gw, with a bdc in place as shown by the bdc markers. Stent strut windows show variable size, suggesting foreshortening and/or elongation during deployment. The diameter of the stents in place also show variability potentially suggesting stent malapposition the vessel wall. The proximal and distal end of the stents appears to be also tapered unintentionally suggesting malapposition, post two stent deployment and post dilatation with a bdc. Image 2: this shows a fluoroscopic image of two stents within the target lesion, over the gw, with a bdc in place as shown by the bdc markers that suggest the ballon is pulled back out of the stents and an overlap of the proximal end of the stent. The stent struts are irregular and not fully apposed to the vessel wall, reflecting subpar deployment of a single sess and intended deployment of the second sess with overlap of the first stent. Image 3: this shows a cine run / angiographic run of a gw through the contrast filled target lesion. This reflects the target anatomy and lesion prior to deployment of the sess¿s, where you can visualize diffuse disease and some lesion complexity. While the media and information in the report confirm the malfunction with the abbott device, a probable cause for the event cannot be determined as there was no mechanical issues with the deployment function of the device, yet resistance was felt within the target lesion. With how malapposed and irregular the first stent looks on image2 this may suggest the pre-dilatation/prep of the calcified lesion may have not been enough to allow successful deployment of the supera sess and the stent may have been caught on the lesion morphology and also impact the expansion of the stent on the sess.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the popliteal artery. The 6.0x40mm supera self expanding stent system (ses) was advanced to the target lesion over an 0.018 advantage guide wire. Resistance was felt during deployment, one or two struts seemed flared and the proximal end was not fully expanded. However, the stent was fully deployed in the artery. Post dilatation was performed with a 6x40 balloon and then during removal of the balloon the stent moved further in the artery. Fortunately it was also a target lesion in the artery that the physician intended to treat; therefore another 6.0x30mm supera stent was implanted overlapping the first one. Post dilatation was performed with a 7x40 balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a moderately calcified lesion in the popliteal artery. The 6.0x40mm supera self expanding stent system (ses) was advanced to the target lesion over an 0.018 advantage guide wire. Resistance was felt during deployment, one or two struts seemed flared and the proximal end was not fully expanded. However, the stent was fully deployed in the artery. Post dilatation was performed with a 6x40 balloon and then during removal of the balloon the stent moved further in the artery. Fortunately it was also a target lesion in the artery that the physician intended to treat; therefore another 6.0x30mm supera stent was implanted overlapping the first one. Post dilatation was performed with a 7x40 balloon to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.